Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The target lesion was unknown. The 12mm x 4.0mm quantum maverick balloon catheter was advanced into the patient, during the first inflation, the balloon ruptured at 10atms. The balloon was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)